Event description:
Pt complained of pain during flexion/extension. X-rays revealed femoral component too large for femur. Medium component removed and replaced with small femur, 5 mm full spacer and small stem extension.